Event description:
Co received a report from distributor that stated "the physician placed the guiding catheter in a right external carotid and tried to approach the intended location. During the approach about 1 cm of the distal tip of the guidewire was ripped and remained in an artery." The catheter used in the procedure was returned with the guidewire.